Event description:
It was reported that the patient had good coverage and was able to feel stimulation. It was noted that the patient felt a ¿surging sensation of the stimulation ramping up and then ramping down.¿ it was noted that this occurred ¿constantly¿ and if they decreased the rate the effect ¿diminished a little.¿ it was noted that this issue was not related to the pulse width and rate. It was further noted that when the implantable neurostimulator (ins) was turned off, the patient did not feel this issue. It was further noted that the patient described this issue ¿as if two programs were simultaneously going off at once.¿ it was noted that the patient had 2 programs. It was noted that this issue started after reprogramming and the manufacturing representative was informed of the issue the next day. It was further noted that the patient¿s adaptive stimulation was off and had not been set up at the time of the report. It was noted that the patient only used program 1 by itself, but the patient still felt the sensation. An impedance test indicated no out of range values. It was further noted that this sensation does not occur when the patient moves, but the patient did feel position related changed in stimulation and this was not the issue. The patient did not feel this during the trial. Additional information reported that the patient felt an improved comfort of stimulation after reprogramming.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).